Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The mother didn't have further info on the event. She initially called for assistance in reviewing the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.